Event description:
Caller stated client took a fall in tub as the bar released from the wall; no injury.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.